Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on (B)(6) 2013 passing a self-test. The pad-pak was then removed and reinstalled on multiple occasions between (B)(6) 2013 and (B)(6) 2016. The device failed a self-test due to a low battery on (B)(6) 2016. Several log entries are recorded containing nonsensical data. This may indicate the pad-pak was incorrectly seated in the device or that the pad-pak was depleted beyond functional use. The returned pad-pak was inserted into the device and failed to power on. The red status led illuminated along with a failure chirp. This would confirm the reported fault. A test pad-pak was inserted and the device passed a self-test. Investigation found the returned pad-pak was depleted beyond functional use. The device performed to specification throughout testing at heartsine. This resulted in the device displaying a flashing red led and failure chirp. Investigation was unable to determine how the pad-pak became depleted. The battery monitoring circuitry was verified during the investigation and the device temperature cycled between 0-50 degrees celsius for 48 hours. This equates to approximately 33 months of normal operation without fault.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has flashing red status indicator light.